Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital after receiving an inappropriate shock, the lead was found dislodged. The cause of the dislodgement could not be identified. The patient was scheduled for a lead revision. The revision was not completed as the helix was unable to be fully retracted. The lead was explanted and replaced. The procedure was completed successfully without adverse consequences to the patient.